Event description:
Ar-1934bf, both anchors broke. The eyelet with suture was torn out of the anchor. The tip of the anchor which broke, was already inserted into the bone and the surgeon tried to take it out but could not. He felt that they were not going to come out.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed both of the returned implants were broken at the transition point between the proximal base which is seated within the inserter when the device is assembled and the proximal barb. Inserters were not returned with the implants. Device history record revealed nothing relevant to this event. Complainants event typically caused by not inserting the implant co-axial to the bone tunnel or prying / leveraging the inserter while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.